Event description:
During use, with no prior warning, long steady alarm sounded and pump read "pump failure" and stopped infusing. Pt was on high dose of vasoactive med leriophed and bp dropped to 50's.